Event description:
The customer reported that the autopulse platform (sn (B)(6)) overheated during the patient call. The area where the lifeband connected became very hot and there was a burning smell. In addition, the autopulse li-ion battery (sn (B)(6)) depleted fast during this incident. Per the reporter, the platform was on the black ems trap, placed on the stretcher during the incident and the stretcher needed to be stationary to start compressions. The patient was over 6 feet tall and around 300 lbs. The customer did not observe any abnormalities with the lifeband band during the use. The battery is changed every 24 hours with a 3-battery rotation schedule. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported the autopulse li-ion battery (sn (B)(6)) depleted fast during the call was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the battery worked as intended. No physical damage was observed and one amber light was flashing on incoming inspection. The archive data review showed no errors in the whole archive. The battery was last charged successfully on september 21, 2021, which is the last event logged in the archive. Over the battery's lifetime, 115 successful charge cycles were documented. The battery passed charging in a known good autopulse multi-chemistry battery charger, and the status leds of the battery showed four green lights. The battery was successfully tested on the customer's autopulse platform using a large resuscitation text fixture and performed compression for over 35 minutes without any faults.